Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The day after event, the patient was treated with cefepime (intraperitoneal, 1 gram, every third day for five doses) and cefazolin (intraperitoneal, 1 gram, frequency not reported, discontinued the same day) for peritonitis. Fourteen days after event onset, treatment with cefepime was stopped and the patient has recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information was available.